Manufacturer narrative:
Local service department checked the subject device and found the phenomenon.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that before the incoming inspection for repair at local service department of olympus on august 9, 2021, it was found that the foreign material had fallen out from the biopsy channel. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. According to the evaluation result from the local service department, the foreign materials were like seeds. The exact cause of the reported event could not be conclusively determined. Omsc presumed the following possible causes. The user did not take proper action in accordance with IFU although foreign materials were suctioned during procedure. Foreign materials adhered inside channel because reprocessing was not performed immediately after procedure.